Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device is working for a while in case then needle jams in instrument. There was no patient injury. In order to correct the problem, the user used a new device.

Event description:
Additional information received from the account: according to the reporter, the device is working for a while in case then needle jams in instrument. Needle jammed in jaws of instrument during use. No jam or lock on tissue. Able to open jaws and remove. There is no patient injury. In order to correct the problem, the user used a new device.

Manufacturer narrative:
(B)(4). Device handling issue (difficult to unload). The device did not lock on tissue.